Event description:
It was reported that during an implant procedure, the physician noticed that the tip of the lead was bent. The procedure was then completed using a new good lead. No patient injuries were reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of lead 3889-28, lot # v836115 showed that the lead was bent, new out-of-the-box.